Manufacturer narrative:
Patient originally had surgery on (B)(6) 2017. On (B)(6) 2019 patient had a extension of the fused vertebrae. Roughly 4 weeks after this procedure the initial rods broke, the ones implanted on (B)(6)2017.

Event description:
Patient originally had surgery on (B)(6) 2017. On (B)(6) 2019 patient had a extension of the fused vertebrae.. Roughly 4 weeks after this procedure the initial rods implanted on (B)(6) 2017 broke.